Manufacturer narrative:
Exact date unknown, event occurred in approximate (B)(6) of 2022. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient had pain around the ipg site. The patient underwent an explant procedure. The explanted ipg was disposed by the facility.